Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7.5 months. The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic with complaints of redness and drainage coming from the driveline exit site. The patient was unsure if trauma to the driveline exit site had occurred. Cultures were positive for serratia marcescens. The patient was started on cipro and antibiotic treatment continued. No further information was provided.